Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood and were found to be have low accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch ultramini meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning prior to contacting lifescan. The patient reported obtaining blood glucose reading of ¿75mg/dl¿ on the subject meter and alleged that this was inaccurately low compared to their feelings and/or normal results. The patient also reported obtaining a blood glucose reading of ¿140mg/dl¿ on the subject meter and alleged that this was inaccurately high compared to their feelings and/or normal results. The time difference between these two reported results is unknown. The patient manages their diabetes with a combination of medication, including levemir and metformin. The patient reported increasing their usual does of levemir to 10 units in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweaty and shaky¿ sometime in the afternoon. The patient reported self-treating these symptoms with insulin at 8:45pm and again the next day at 8:30am. At the time of troubleshooting the cca discovered that the meter¿s calcode was incorrectly set. The issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged inaccurate readings began.